Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable . Based on the serial number provided, the device was sold to the account on 01/07/2011, which places the approximate usage life at approximately at 6 years indicating that the event occurred well passed the specified device lifetime reliability of 1.5 years or 2340 cycles. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. There was evidence of clinical usage and no evidence of blood. A visual inspection was performed. A crack was observed above and below the cord connector. The device was connected to a power cord and the power switch was turned to the "on" position. The device failed to energize. The green indicator light did not illuminate and the device failed to provide energy to a reference hemopro device and extension cable. The device was sold to the account on 01/07/2011, which places the approximate usage life at approximately 6 years indicating that the event occurred well passed the specified device lifetime reliability of 1.5 years or 2340 cycles. Based on the results of the investigation, the reported complaint "failure to deliver energy" and the analyzed failure mode "crack" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Additional information:date of event is unknown